Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: feeling bad, hard to describe, could be high. A pt reported they were not able to get a reading. Their meter allegedly would only display not ok prompt as soon as it powers on.. The result on their meter was not ok. Customer didn't test in any other equipment. No treatment. No further info has been reported.